Event description:
It was initially reported that the hcp encountered difficulty accessing the center port during a pump refill procedure. The hcp felt only metal upon attempting to insert the needle into the septum. It was later reported that imaging of the pump confirmed a flipped pump. The reporter stated that the low/reservoir volume alarm had sounded; he believed that alarm was set to 1.5 ml. Treatment options including revision of the pump were being considered. The hcp was unaware of the four suture loops for anchoring the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)